Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 30.1 mmol/l, 11.1 mmol/l, and 16.1 mmol/l on the aviva system. Reporter did not indicate if patient modified therapy based on these values. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product and replacement product was sent.

Manufacturer narrative:
The event occurred in the another country.